Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customers blood glucose. Customer resumed insulin delivery and has an alternate method of insulin delivery available if necessary.